Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 25 nov 2019. Medical records received on 25 november 2019 were reviewed to identify patient harms/product issues on 16 december 2019. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, swelling and pain. The surgeon reported a patelloplasty was also performed with the removal of bone spurs. He noted the patellar component was well fixed and well positioned and was debrided. The surgeon reported a synovectomy of some tissue that was consistent with osteolysis. He indicated the femoral component appeared loose with motion and some areas did not retain much cement. The surgeon reported the tibial component had motion between the component medially ant the bone. Both the femoral and tibial components were revised, and the patellar component was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017 (lt knee).